Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the cuff pressure cannot be maintained. The intellicuff device alarms for leakage". - this occurrence was noticed during patient ventilation. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.